Event description:
It was reported that (1) tlc55 was used during a sigmoid colon resection procedure. It was reported by the rep that the tlc55 was removed from package, opened, and the staple retention cap was removed. When handling it to the surgeon, the original cartridge fell out. It was replaced, and the instrument fired without incident. The instrument was reloaded and when the surgeon attempted to fire, surgeon encountered significant resistance. The surgeon then removed the instrument, handed it off, and another instrument was opened. The surgeon had to remove several unformed staples from the bowel before using the second instrument to complete the procedure. There was no consequence to pt.